Manufacturer narrative:
The reported device was received for evaluation. The patient notifier was not observed to vibrate. The DHR was reviewed and found to be complete and revealed the product passed all testing prior to distribution.

Event description:
This report is to advise of an event observed during analysis.